Manufacturer narrative:
Product technical complaint (ptc) investigation result was received on 02-jul-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: deployment difficulty is defined as a failure of the micro-insert outer coils to expand from the wound down position. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper deployment: rollback to initial hard stop; depress button; perform final rollback. Under normal circumstances, when the physician completes the proper essure placement steps, the release ribbon should disengage from the platinum half band (welded onto outer coils of micro-insert). Once disengagement occurs, the outer coils should expand. If it does not, this is referred to deployment difficulty. Several factors can contribute to a deployment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from expanding and releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the insert's grip on the delivery wire, and potential manufacturing deficiencies. The complaint narrative also indicates a possible breakage of either the catheter or micro-insert coil during detachment of the micro-insert from the catheter. As of 02/16/2015, since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. A photo of the micro-inserts involved in this case is added, but it is difficult to determine any root cause based upon review of this photo. Typically, if a device is returned, we would inspect the micro-insert, the outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record c91762 (production date 31-jul-2014 and expiration date 31-jul-2017) and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of a deployment difficulty event, catheter breakage, or micro-insert breakage during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a product quality issue. In addition, the ae case refers to a usability issue. However, no adverse events have been reported. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that essure device did not properly deploy the coil into the patient's fallopian tube (interpreted as device deployment issue) and the coils snapped off while device was engaging and some of the device material was left in with the coil in the patient's fallopian tube (interpreted as device breakage). The event device breakage was considered as serious due to medical importance and is listed (anticipated) according to product technical analysis (ptc). During difficult insertion/removals, single cases have been reported of essure breakage. In this case, device breakage occurred during essure insertion. Therefore, a causal relationship between this event and essure cannot be excluded. This case was regarded as incident since patient underwent a surgical intervention (laparoscopic removal of the coils and both fallopian tubes). The performed ptc analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a physician from a health care institution in (B)(6) on (B)(4) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 (lot number c91762). Essure device did not properly deploy the coil into the patient's fallopian tube. Surgeon stated that the coils snapped off while the device was engaging and some of the device material was left in with the coil in the patient's fallopian tube. Patient required an additional surgery the following month ((B)(6) 2015) to laparoscopically remove the coils and resulting in removing both fallopian tubes. The device was available and the coils removed from the patient were not saved. Internal correction on (B)(4) 2015. During internal review it was notified that the previously reported initial receipt date (B)(4) 2015 is incorrect. The correct initial receipt date of the case is (B)(4) 2015. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that essure device did not properly deploy the coil into the patient's fallopian tube (interpreted as device deployment issue) and the coils snapped off while device was engaging and some of the device material was left in with the coil in the patient's fallopian tube (interpreted as device breakage). The event device breakage was considered as serious due to medical importance and unlisted in the reference safety information for essure. During difficult insertion/removals, single cases have been reported of essure breakage. In this case, device breakage occurred during essure insertion. Therefore, a causal relationship between this event and essure cannot be excluded. This case was regarded as incident since patient underwent a surgical intervention (laparoscopic removal of the coils and both fallopian tubes). Further information and product technical analysis are being sought.